Event description:
It was reported that slight resistance was felt upon advancing the faradrive steerable sheath from the septum. No visible defects were noted in the sheath. Per physician, the sheath might have stuck in the cardiac tissues when crossing through the septum. The procedure was completed using original device. No patient complications occurred. The product was received for analysis and investigation is still in progress.

Event description:
It was reported that slight resistance was felt upon advancing the faradrive steerable sheath from the septum. No visible defects were noted in the sheath. Per physician, the sheath might have stuck in the cardiac tissues when crossing through the septum. The procedure was completed using original device. No patient complications occurred. The product was received for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the faradrive was analyzed. Visual inspection found no abnormalities. Functional testing was performed and observed a successful engagement of the deflection mechanism, achieving and maintaining the intended curvature. The dilator and sheath interface was successful as a known good dilator was able to be inserted smoothly into the sheath and audibly snapped into the valve housing. The outer diameter of the tip of the sheath and dilator interface was measured and met specification. Microscopic imaging of the sheath and the known good dilator interface shows the tip to be bulbous, and the tapered edge of the sheath exhibited increased thickness of the black silicone material. These conditions of the distal tip impeded the smooth transition into the patient anatomy.